Manufacturer narrative:
Investigation: bd was not provided with any photos or samples for catalog 305895 lot 1811007 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause as it relates to the needle manufacturing process. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that needle was difficult to attach with a bd eclipse¿ needle with slip-tip hub configuration. The following information was provided by the initial reporter: green bd eclipse safety needles would not attach or were difficult to attach to prefilled syringes for the mixing and drawing up of medication. Immunization completed with alternative needle faulty needle secured for testing.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was difficult to attach with a bd eclipse¿ needle with slip-tip hub configuration. The following information was provided by the initial reporter: green bd eclipse safety needles would not attach or were difficult to attach to prefilled syringes for the mixing and drawing up of medication. Immunization completed with alternative needle faulty needle secured for testing.